Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H11: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Additionally, the sets were submitted to pressure and clear passage testing and no leaks were noted; however, the regulator was blocked. Based on this, the condition reported of no fluid flow was confirmed on both units. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through between six (6) and ten (10) clearlink extension sets with control-a-flo regulator. The process step during which this occurred was unknown and it was unknown if a patient was connected at the time of these events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.